Event description:
It was reported that during a generator change-out, insulation damage was observed on this right ventricular (rv) lead, the physician decided to perform a repair on the insulation and continue with the procedure. This lead remains in service. No additional adverse patient effects were reported.